Manufacturer narrative:
Concomitant products: ddbc3d1 ICD, implanted (B)(6) 2017.

Event description:
It was reported that the patient received inappropriate therapies. The right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.